Manufacturer narrative:
The received information from the surgeon was forwarded to depuy commercialized product development for review. The x-rays indicate the cement did not adhere to the tibial tray. This confirms the reported complaint, and the root cause of the complaint can be definitively determined to be the lack of adherence of the cement to the tibial tray. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address swelling and inflammation. Upon revision, the patient was found to have marked synovitis, and tibial loosening at the cement prosthesis interface. At that time a spacer was placed for a suspicion of infection and the patient was reimplanted on (B)(6) 2014. At this time there is no new information that would change the existing MDR decision.

Event description:
Knee revision performed on (B)(6) 2014 . Knee was revised for infection.. Original surgery was performed on (B)(6) 2014. Patient initials (B)(4)., female, dob (B)(6) 1936. Original surgery notes, x-ray photos and revision implant record are available. (B)(6) 2014 - email received from (B)(6) advising of the following: microbial cultures on enrichment media, taken as biopsies during the revision have all come back negative - indicating the absence of infection in the joint tissue. The surgeon commented that the tibia was removed with a very light tap, with no cement adhering to the tibial component. The proximal surface of the remaining tibial cement (bonded to the patients tibial bone) was "polished". From this the surgeon concluded the reason for the revision was tibial implant loosening and has expressed this as being a complaint over the implant not facilitating interdigitation of cement and proper bonding to the implant. Surgeon requires feedback. Implants are available for return. I have requested cement product details.

Manufacturer narrative:
The device and patient x-rays associated with this report were returned for evaluation and examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed (B)(4).